Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. The 90% stenosed lesion being treated was located in the moderately tortuous mid to distal right coronary artery (rca). The lesion was predilated with an unknown balloon. The 2.50 x 16 mm taxus express2 drug eluting stent was implanted in the mid rca. The physician attempted to place the 2.50 x 12 mm taxus express2 drug eluting stent in the distal rca but was unable to cross the lesion. While trying to remove the stent delivery system (sds), the stent caught on tip of guide catheter and moved on the balloon. Whole system was retracted, but caught in the sheath. Snare was used. The stent did not come off the tip of the balloon. Patient status reported as "good".